Event description:
New information states that the lead was explanted and replaced, the patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up. The right atrial lead was capture the ventricle due to dislodgement. No additional information was available.